Event description:
It was reported that the right atrial lead had an apparent fracture and impedance was greater than 9,999 ohms. The lead was capped and replaced, then was explanted at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (b)(4: the partial lead in segments was returned, analyzed and no anomalies were found. It was noted that all of the conductors were stretched, the inner insulation was torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, and there was apparent explant damage.